Event description:
Patient's grandparent reported that the pt's tubing is leaking and the spring popped out. Pt's grandparent also reported a pump issue as the "bolus" key is stuck. The device serial number or the tubing lot number was not provided. It is unknown if the pt experienced any adverse events or missed doses due to the product complaints. It is unknown if the tubing is available for return, however, the pt's pump is available for return upon the pt receiving return shipping materials. Pt is infusing 17.4mg aldurazyme, made up of 6-2.9mg/5ml vials. No additional details, dates, or information provided. Diagnosis for use: hurler-scheie syndrome.